Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection noted deformed (flattened) conductor coils. There was foreign material noted in the lumen near the terminal pin, moveable within the lumen, but it cannot be pushed passed the deformed coils. A mechanical testing was performed but was unsuccessful due to the deformed coils. The allegation against the lead was confirmed

Event description:
It was reported that the left ventricular (lv) lead was an attempted implant due to guide wire not pass through. The lead was never in service. No adverse patient effects were reported.